Manufacturer narrative:
H3: destructive analysis identified residue and wearing in the motor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative via clinic notes. Per the notes dated (B)(6) 2021, the patient returned to the office at 5:30 pm (appointment today was at 1:30 pm) reporting feeling high, lightheaded at times, and vomited x4 all of which were similar to her last pump refill on (B)(6) 2021 at which time there was a loss of 2.5 ml of fluid in the subcutaneous tissue during the fill despite a procedure that went without any sign of complication. The hcp noted having 10 years of experience filling pumps and that the procedure went smoothly without any concern that the hcp performed a subcutaneous pump refill today; and during the april refill, a physician filled the pump and he had over 30 years of pump experience and also reported no issues during the procedure itself. The patient had since had two fills that had been without event. Her blood pressure on return today was 90/64, pulse 60 in sinus rhythm, pinpoint pupils, and she was mildly altered cognitively. Her pump was accessed, and 17.2 ml of fluid was obtained indicating a 2.8 ml volume discrepancy. The patient was sent to the ER (emergency room) for 3-4 hours to have a narcan drip available if needed, EKG, ultrasound of the pocket for any residual fluid, and then be discharged. A pump replacement before the patient¿s next refill in september was also planned to avoid this type of incident for a third time. It was noted, ¿clearly there is a problem with the pump¿s membrane which will have to be evaluated after explant¿. During the replacement procedure, the pump was seen leaking. The patient recovered without sequela following the replacement procedure.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated the patient's pump was replaced the day before (on (B)(6) 2021). It was indicated the device would be returned. It was indicated there were issues twice with a pump refill in which the patient was overdosed and symptomatic about 30-40 minutes after the refill. The patient was brought back after they were symptomatic and a 2.5 ml volume discrepancy was observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (7.5 mg/ml at 4.7 mg/day), dilaudid (hydromorphone) (20 mg/ml at 12.7 mg/day), and clonidine (600 mcg/ml at 381 mcg/day) via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2021 the pump was refilled with 20 mls. The refill was not notable and went well. The patient left and went home. Shortly after returning home the patient started having symptoms of overdose including feeling "high", dizzy, nauseated, pale, pupil changes. The hcp stated the patient came back to the office and vitals were stable but as the patient was altered they were admitted to the hospital and have since been discharged.